Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
It was reported that patient underwent a left humeral fracture fixation procedure on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2016 due to fracture of the humeral fixation plate. During the procedure, the plate and screws were removed and patient was converted to a partial shoulder replacement with competitor components.